Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the she had been experiencing unexplained high blood glucose levels over the past two months leading up to the call. Customer stated that she will correct for the high blood glucose level, then check again, and it will be higher. Customer also stated that she thinks there may be a problem with the insulin pump due to it being dropped. Blood glucose level at the time of the incident was 400 mg/dl. Blood glucose level at the time of the call was 150 mg/dl. Customer stated that she treated with a manual injection. During troubleshooting, the customer confirmed that the drive support cap was flush. The customer was informed that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.